Event description:
Event description guidant received information that during an attempted implant, this implantable cardioverter defibrillator (ICD) and chronic defibrillation lead exhibited noise on both the rate/sense and shock channels following shock delivery. The noise was oversensed and pacing inhibition was observed on stored electrograms (egms). The patient also exhibited high defibrillation thresholds (dfts), therefore, the patient will require a high energy device. Both the shock and pacing lead impedance measurements have decrease since the original defibrillation lead implant.